Manufacturer narrative:
(B)(4).

Event description:
A 13.2mm micl13.2 implantable collamer lens, -7.5 diopter, was requested to be returned with the information "lens flipped, not implanted." Date of scheduled surgery was (B)(6) 2019. Attempts to obtain additional information have not been successful.